Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and pacing capture management showed intermittent rv (right ventricular) pacing capture. Average rv capture threshold unstable throughout record, varying from 0.625 volts through 2.5 volts. Maximum rv capture threshold high greater than 2.5 volts for most of record.

Event description:
It was reported that the physician complained about capture management. The physician assumed that it does not work correctly. Thresholds which are manually measured are always below 1v/0.4ms. However capture management measured thresholds more than 2.5v/0.4ms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was sensing/pacing problem on the device. There was a suspicion of auto-capture management failure because of high and fluctuating threshold resulting in device battery depleting faster. The device was explanted and replaced. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.